Manufacturer narrative:
Additional codes: lrn, jdw. (B)(4). Device is an instrument and is not. Complainant part is not expected to be returned for manufacturer review/investigation, as it has been reportedly discarded by the facility. (B)(4): tip unable to be retrieved from the cortices of the left femur. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5067234. The only information contained in this report is correction or additional information. Concomitant medical products: supracondylar rival angle plate (part # unknown, lot # unknown, quantity 1); screws (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.